Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed because the receiver would not run on ther tester. The receiver case was opened for further evaluation. An interior inspection was performed by trouble shooting the receiver and battery. The customer complaint was confirmed. The root cause was determined to be a defective battery.